Manufacturer narrative:
H10: no DHR/shr could be performed since the serial number of device used during surgery is unknown. No device between the ones in use at the hospital, was upgraded with vacuum and sealing kit at the time of 2014 surgery. No additional information is available on this specific case and a relationship between the heater-cooler and the reported event could not be established. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Patient information was not provided. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a female patient underwent a surgery for valve replacement in (B)(6) 2014 probably at (B)(6) medical center but not certain. Reportedly the patient got infected with ntm. Patient died in (B)(6) 2020, and death certificate lists immediate cause of death as cardiopulmonary arrest, with contributing causes being septic shock, (B)(6) and pneumonia. The serial number of the device used during surgery is unknown.